Event description:
Related manufacture reference number: 2017865-2023-04833 it was reported that the patient presented remotely. Review of transmission revealed that the atrial lead and ventricular lead exhibited noise oversensing. Both leads were explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise oversensing was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing, x-ray, and visual inspection did not identify any anomalies.